Event description:
Perforation of right ventricle by defibrillator lead. Implanted in 2006. She was feeling great and then developed chest pain. It was clear that her right ventricular lead was not functioning properly with very high pacing thresholds. Upon fluoroscopy showed the lead itself had migrated and perforated all the way through the right ventricle.